Event description:
Additional information received from the health care provider (hcp) reported that the troubleshooting performed related to the patient's loss of therapy at night was that the patient was reprogrammed. The diagnostics performed to the bacterial and yeast infections was urinalysis. The actions taken to resolve the bacterial and yeast infections were an antifungal and reprogramming. The cause of the bacterial and yeast infections and the loss of therapy at night was not determined. The bacterial and yeast infections and loss of therapy at night had been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having bacterial and yeast infections since two weeks after the implant and since then had gotten them on a regular basis. The patient wanted to know if other patients had reported that side effect. It was noted that she had multiple sclerosis and did not always think straight. The therapy helped her a lot during the day but not as much during the night but it was a trade off because she had been dealing with the problem all her life. She wore pads during the night. The change in therapy/symptoms was considered gradual. The issues started 3 weeks after implant in (B)(6) 2015. The patient later reported that she had seen her family care physician on (B)(6) 2016 and on (B)(6) 2016 and her urologist on (B)(6) 2016. She was currently seeing an obstetrician-gynecologist (obgyn). The patient was not sure what the circumstances were that led to the infections and that was why she was seeing the obgyn. There was no change in activity. The patient was also not sure what the circumstances were that led the loss of therapy at night. It might be due to drinking too much water before bed. The yeast and bacterial infections had not been resolved but she was working on it with new doctors. The loss of therapy at night had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.